Manufacturer narrative:
Analysis of the returned catheter noted that as received the catheter was attached to another manufacturer's drug delivery portal system and the silicone boot was pulled behind the titanium housing. There was also damage noted on the retaining ring fingers. Only the catheter was analyzed. Analysis concluded that there was difficulty with the sc connector of the catheter which led to the explant.

Event description:
It was further clarified that the medication delivered during the trial was lioresal. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported porthales 4000m was explanted after the trial and has been replaced by a pump. The porthales had no alleged product issue. However, during the procedure the connection of the catheter that was connected to the porthales was changed because it was not removable from the porthales. The connection of the catheter to the porthales did not come off without damaging. The location of the catheter issue was reported as the pump connector. Therefore, the connection of the catheter had been replaced as required with the implant of the pump. No diagnostic testing or troubleshooting was required. The cause of the issue was not determined but the issue was reported as resolved. No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. It was unknown what medication was delivered at the time of the trial and this since has been requested. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.